Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer's spouse reported via phone call indicating that the customer had issues with their insulin pump delivering insulin. The caller stated that the customer had surgery and has faulty health. The caller further mentioned that it was very difficult to take the battery cap off the device. The caller did not have the insulin pump present to troubleshoot the issue. The customer's blood glucose level was unknown at the time of the incident. The caller stated that they will call back at a later time to address the issue.